Event description:
An endeavor sprint rx drug-eluting coronary stent delivery system length 30mm, diameter 3.0mm, was used to treat a lesion in a patient's proximal lad. Prior to this, an endeavor sprint rx 3.0x30mm stent (MFR # 2953200201000442 and MFR # 2953200201000443) was implanted in the patient 's distal lad. The two stents were overlapping. It was reported that the stents were successfully deployed. The physician then attempted to cross through the cell of the stent into the second diagonal, at the overlap between the proximal and distal stents. The wire was then removed with mild tension. Following the removal of the wire, the distal stent remained in the vessel, but the stent that was previously deployed in the proximal vessel was no longer present. It was reported that the tip of the wire had a knot on it and caught on the stent and pulled it out on removal. It was reported that the patient was sent to emergency surgery for bypass and remains on an open heart surgery pump. The stent from the proximal lad was returned, but the stent delivery systems were not returned to medtronic for evaluation.

Manufacturer narrative:
Results: pending evaluation. Conclusion: pending evaluation. The cd of procedural images was also returned to medtronic for evaluation. On review of the procedural images, it was confirmed that the distal stent was damaged and moved proximally from its original point of deployment in the lad. The overlapping stent was caught on the procedure wire and pulled out on removal. On review of the returned stent, it was completely stretched and deformed. One of the stent segments had been cut through, but there were no weld breaks or any material detachment from the stent, indicating that the entire stent was removed from the vessel.